Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One tapered screw-vent implant (tsvt4b11) was returned for investigation. Visual evaluation of the as returned implant identified no apparent signs of malfunction. Functional testing could not be performed for the reported failure (pain). However, measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, the device was determined to be within design specification. No pre-existing conditions were reported. The reported device had been placed on tooth #14 (fdi) for approximately 13 days. Device history record (DHR) review for the lot: (1235343) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot: (1235343) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Email address unknown / not provided.

Event description:
It was reported the implant was removed due to pain. Doctor removed the implant and placed another one.